Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had leaking reservoirs. The customer stated that his reservoirs were leaking at the end of the reservoir when he unscrewed the plunger and that this happened with around ten reservoirs. Nothing further was reported.